Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a discordant, lower-than-expected result from vitros intact pth (ipth) reagent lot 1711, when processing a single level of non-vitros mas omni-immune quality control (qc) fluid, lot oim2411 on a vitros xt 7600 integrated system. Mas lot oim 2411 level 3 result of 627.22 pg/ml vs. The expected vitros assigned mas pi mean result of 1340.25 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower-than-expected vitros ipth result was obtained from a non-patient quality control sample. The investigation cannot conclude that patient samples were not or would not be affected if the event were to reoccur undetected. Ortho is not aware of any reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that a discordant, lower-than-expected result from vitros intact pth (ipth) reagent lot 1711, was obtained when processing a non-vitros mas omni-immune quality control (qc) fluid, lot oim2411 on a vitros xt 7600 integrated system. The cause of the lower-than-expected vitros ipth qc sample result could not be determined. Sample handling and storage cannot be ruled out as contributing to the event as it was determined that the customer is not following the manufacturers recommendation for handling and storage of the mas omni-immune qc fluids. An instrument related performance issue did not likely contribute to the event, however, as the no diagnostic precision testing was performed at the time of the events, an instrument related issue cannot be completely ruled out as contributing to the events. A historical review of vitros ipth lot 1711 following the first event on (B)(6) 2023 indicates there has been imprecision and accuracy issues. Therefore, a performance issue with ipth reagent lot 1711 cannot be ruled out as a contributor to the event. However, continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros ipth reagent lot 1711.